Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned, analyzed, and the helix had disengaged from the helical channel. It was also noted that the defibrillator conductor was distorted, the inner tubing was kinked/buckled, the outer tubing overlay had cosmetic environmental stress cracking, the outer tubing overlay was breached cut, the outer insulation had a cosmetic depression, the helix was distorted/bent, and there was blood in/on the helix mechanism.

Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported that the right ventricular lead provided inappropriate therapy due to low impedance, oversensing, and noise. It was also reported that there was a loss of isolation. The lead was explanted and replaced. No patient complications have been reported as a result of this event.